Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging the pump. The customer plugged the pump into an alternate usb cable and was able to charge the pump successfully. Subsequently, after connecting the pump to charge, the battery gauge was fluctuating. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.